Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that after an unrelated procedure involving electrocautery, the pacemaker exhibited a diagnostics issue: false elective replacement indicator and end of service alerts. The device was programmed to clear these false alerts. The patient remained asymptomatic throughout the event.